Event description:
During product service by a service technician, a flo-gard infusion pump was found to have damaged force sensing resistors (fsrs). No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection and functional testing was performed. Visual inspection found the force sensing resistors (fsrs) to be damaged; the cause of the damage was unknown. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.